Manufacturer narrative:
The calibration trace did not indicate an issue. The alarm trace did not indicate an issue. The precision check gave acceptable results. The sample was centrifuged for 15 minutes at 4000 rpm (~ 2680 x g for 30 cm diameter). The centrifugation recommendation from the tube supplier is 1800 - 2200 x g for 10 - 15 minutes. The centrifugation speed should be reduced. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable troponin t hs stat elecsys result for 3 samples from the same patient tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. Sample 1 is the initial serum sample. Sample 2 is a "backup" serum sample. Sample 1 and sample 2 were collected at the same time. Sample 3 is a plasma sample collected later the same day and was used to check the discrepancy of the results. Sample 1 had an initial result at 5:28 am of 16.08 pg/ml with a data flag. The first repeat result at 6:07 am was 16.54 pg/ml with a data flag. The second repeat result at 7:07 am was 212.4 pg/ml with a data flag. Sample 2 had an initial result at 5:46 am of 214.6 pg/ml with a data flag. The first repeat result at 6:07 am was 213.9 with a data flag. The second repeat result at 7:07 am was 216.2 pg/ml. Sample 3 had a result of 219 pg/ml. This result was reported outside of the laboratory. The reagent lot number is 523669. The expiration date was requested but not provided.